Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. All keypad button presses did not activate desired pump functions during testing. All keypad buttons symbols were worn. There was evidence of keypad adhesive found under all key contacts.

Event description:
Per distributor, it was reported that the buttons had to be pressed several times to get them to work.